Event description:
Facility reported, "one hour and 30 minutes into the hemodialysis treatment, the pt's venous line separated from her tesio catheter with an estimated blood loss of 600cc. The pt became unresponsive with shallow respirations, b/p was 103/65 with a pulse of 73. She subsequently arrested and expired." Further info indicates that the cause of death was reported as cardiac arrest with no specific cause. The pt was coded in the unit without response. On 10/4 the hemoglobin was 10.4 and the hematocrit was 33.7. Follow-up with facility indicated that the venous pressure was 240 during treatment. The machine did not alarm, however, at the time of the incident the venous pressure was not known. This info was forwarded to the co's facility for investigation. The blood flow rate was 400ml/min. Initially not known how long the catheter was in place, this is the third dialysis unit the pt had gone to. Add'l info indicates that the right subclavian permanent tesio catheter was implanted in 1998. The connection was not taped(exact lot number is unknown duw to the facility having used two lots at the time of the incident. The facility to call back with the two lot numbers). Lot number is either 9jr071 or 9hr147.